Event description:
Event description guidant received information that this transvenous defibrillation right ventricular lead was recording noise on the rate/sense channel. There was no loss of therapy reported. Attempts at reproducing the noise were unsuccessful with pocket manipulation and/or isometrics. During a recent procedure to place a left ventricular epicardial lead, it was noted that the right ventricular lead set screw was not tight.

Event description:
Guidant (now boston scientific) received information that this transvenous defibrillation right ventricular lead was recording noise on the rate/sense channel. There was no loss of therapy reported. Attempts at reproducing the noise were unsuccessful with pocket manipulation and/or isometrics. During a recent procedure to place a left ventricular epicardial lead, it was noted that the right ventricular lead set screw was not tight.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted a hole in the ra+ and lv seal plugs. Additionally, the ra+ and lv- setscrews were stuck in the up position. Testing found that 22 inch ounces of force was required to loosen the ra+ setscrew and 20 inch ounces of force was required to loosed the lv- setscrew. All seal plugs and setscrews moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The local sales representative confirmed that at the time of the epicardial lead placement procedure, a right ventricular set screw was found to not be tight. The set screw was tightened and this lead remains in service. No additional information is available at this time. Should additional information become available, this event will be reopened. Subsequently, the device was explanted due to normal battery depletion. The device was returned for analysis. This report will be updated when analysis is complete.